Event description:
This device is a safety blood draw chair, in that an arm is provided to keep the pt from falling forward, if pt passes out during blood draw process. The problem is the narrow base of the chair; if one falls forward, the entire chair goes with them, ending up on top of them as the fall to the floor. We had to attach the chair to the wall to make it safe. The manufacturer and seller both ignored us when we reported the problem to them some time ago. The same item still appears in their new catalog. (B)(4).